Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported shaft leak was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a procedure of the moderately calcified, non-tortuous, mid left anterior descending artery (lad), after predilatation with a 2.5 x 12 mm non-abbott balloon dilatation catheter (bdc), the 2.5 x 18 mm xience alpine stent delivery system (sds) was being inflated at the lesion, when contrast leakage was noted near the guide wire exit notch in the shaft. The sds and the stent were carefully removed from the anatomy without issue. Another 2.5 x 18 mm xience alpine was used successfully in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.